Manufacturer narrative:
Response: the hosp has returned the event sample; it is now in the process of being evaluated. For the nature of the event reported, co does not consider this to be a reportable event.response: the hosp has returned the event sample; it is now in the process of being evaluated. For the nature of the event reported smiths medical - keene does not consider this to be a reportable event.